Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i pro clinical chemistry analyzer and replaced the solenoid valve and carbon bridge to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium (na) patient results on their dxc 600i pro clinical chemistry analyzer. The customer repeated the patient sample with normal results. The customer released initial low result out of the laboratory and was caught prior to treatment. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided data for this patient.